Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that another set of tubing in my office door that had a hole in it.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported tubing had a hole in it, and returned one photo of material and lot unknown. The customer also reported returning the sample, but without the provided label, the sample is difficult to track. A review of all the other samples received from the customer was conducted, but no sample for this complaint was able to be located. This is a photo-only investigation. The photo provided by the customer shows an administration set with a white liquid infused, but this cannot verify the complaint of leakage or a hole in the tubing. A device history record review could not be performed because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.